Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample and pictures were received for evaluation. No discrepancies were observed from pictures received. Visual and functional testing were performed. No discrepancies were observed. The sample was tested for occlusion by manually inflating with a syringe to the tracheal and bronchial cuff. There was not resistance to inflate and deflate the cuffs. The complaint was not confirmed. The root cause could not be established as no issue was found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed something was wrong with the cuff. No other information was provided. No patient injury was reported.